Event description:
"Not properly calculating dose. Should be a rate of 30cc per min. Only gives 1cc per min." Pump was being used for propofol in anestiesia. The anesthesiologist noted that it was not infusing at the proper rate and replaced the pump without patient problems.

Manufacturer narrative:
Evaluation of this pump by baxter did not confirm a problem with the device. This pump meets all performance specifications.